Event description:
The customer reported the system shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel I/o and control circuit board were replaced. The system was then found to be operating as intended.